Event description:
See initial report.

Manufacturer narrative:
Based on similar investigation results, the root cause of the reported issue was traced back to a damage of the cooling compressor system. In particular, it cannot be ruled out a degradation of cooling coil (coil micro-hole formation) leading to refrigerant leak and water entering the refrigeration cycle damaging the compressor related to wearing. The erosion kit upgrade was already installed on the device in 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 4 year after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Suspect gas loss through cooling coils allowing water to enter and cause high insulation resistance. Heater cooler repair is beyond economic repair, therefore replacement of the unit will be arranged. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t caused a short circuit. In detail, the breaker of the specific socket where the 3t system was plugged in tripped. The issue occurred when the compressor comes on. There was no patient injury.